Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tubing was leaking from a small hole. There was no patient harm reported.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. Visual and functional inspections were performed and the reported issue was confirmed; a leak was found in the junction of the spike. A root cause could be a dimensional gap between the connector and tubing. A formal corrective and preventative action was opened to improve the dimensional gap between the cross spike connector and tubing. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.